Event description:
The stent came off prior to deploying, embolized, and lodged in the left common carotid. Unable to retrieve; self-expanding stent covered embolized stent. The account was attempting to cross a very difficult lesion at the origin of the common carotid artery. Despite the difficulty crossing the lesion, contined attempts ot try and force the stent delivery system (sds) to cross the lesion were made. Finally it was decided to remove the sds. A spring-loaded tuohy valve was being used, and the sds was pulled back through this tuohy without it being opened. The operator did not check the sds catheter to see if the stent as still on the balloon after it was pulled out of the un-opened tuohy.unbeknowst to the operator, the stent had come off the balloon inside the spring-loaded tuohy.